Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that discrepant patient results are being generated by the architect c8000 analyzer. Patient #1 generated potassium assay results of 3.4, 3.4, 9.0, 3.4, 7.4, and 3.7 mmol/l. Several field service visits failed to resolve the issue. There is no impact to patient management reported.